Manufacturer narrative:
Product event summary: analysis found the programmer started up but showed several errors due to failure of the lem (link electronic module) printed circuit board assembly. Analysis also found both keyboard hinges were broken, the lower hinges were worn out, and the flextape between the screen and the mpu (micro processor unit) printed circuit board assembly was worn out. It was noted the stylus and keyboard cover were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer was not opening. The screen stayed black. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.